Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements resulting in the right ventricular automatic threshold (rvat) test increasing rv pacing outputs. Additional information was received that loss of capture (loc) was later observed during scheduled review of remote home monitoring data. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.